Event description:
The customer reported that during a vaginal hysterectomy, the device knife would not retract and the device jaws could not be re-opened after the first application. The blade was reported as being extended from beyond the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.